Event description:
It was reported the pump touch screen was unresponsive. The customer reset the pump to resolve the issue and resumed insulin therapy. The customer experienced an elevated blood glucose (bg) level. The customer's continuous glucose monitor read "high"; however, a specific bg value was not provided. An insulin injection was administered to address bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.